Event description:
It was reported that a device had an "air detector failure." There was no pt involvement regarding this device.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating the device. A supplemental will be submitted when the device evaluation is complete.